Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# v710575 implanted:(B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the lead was not placed correctly and that it was revised once before and they need it to surgically removed.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the reason for call was to get MRI information. Patient service specialist reviewed MRI information with the patient. The pt mentioned their ins has been turned off "for years" because it "never got in the right spot for me". The pt mentioned they are going to have to "get this thing taken out". The pt redirected to hcp. (B)(6) the pt mentioned that their stimulation was not beneficial from the time they had the ins and they turned the ins off the year they got it. The pt states the doctor did not 'place' it in the right spot. Today, the pt is at the MRI facility and has their programmer-- technical services (tss) attempted to have the pt connect to ins with their programmer with and without the antenna and the pt could only get 'poor communication'. Tss reviewed with the pt that based on implant date their ins may have reached eos and that the MRI guidelines require clinician confirmation. The pt noted the ins has been in the off state for over 10 years and tss reviewed even if the ins is off the battery still depletes. Tss noted the MRI guidelines require that the ins is confirmed to be off. The pt noted that their managing doctor retired and tss advised the pt to still reach their office to see who is taking the now retired doctors patients. The pt mentioned having an MRI years ago without any issues. The patient called and repeated information previously noted regarding trying to get an MRI done and not being able to connect to ins. Reviewed MRI compatibility. Redirected to hcp. Reviewed with patient possibility of eos and that a new programmer may not be able to connect if their ins is at eos.